Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the battery compartment was damaged and the battery cap could not be removed. During troubleshooting it was reported that the battery cap was able to be removed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/13/2014 -product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed during investigation. The battery compartment was found to be undamaged. The battery cap could secure properly to the pump. Unrelated to the complaint, the battery cap coin slot was found to be damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.